Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a user facility regarding a patient receiving morphine (dose and concentration unknown) via an implantable pump for no known indication for use. It was reported the patient has had their morphine pump since 2017. It was noted that the patient began to have difficulty with the pain pump in (B)(6) 2019 with change in the amount of effectiveness. It was noted that the team and the patient agreed to interrogate the intrathecal section and replace the pump. Tissue was found inside the pump per the surgeon. No further information was reported. The event date was (B)(6) 2018. No further complications were reported/anticipated. "See attached medwatch."